Manufacturer narrative:
The pump was received with intermittent button response due to flattened esc and act button dome switches. The keypad connector was fully locked. The pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The mother stated that the act button does not respond while delivery insulin. The customer could not recall any significant leading to the alarm. The customer's mother declined to troubleshoot. Customer was advised to discontinue use of the device and to revert to a backup plan.